Event description:
It was reported that (1) device was used during a gastrectomy. It was reported by the affiliate that the tlc10 instrument firing knob stopped on the firing process. Another instrument was used to complete the case. There was no consequence to the pt.